Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (ess205) (batch no. 12272578) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraceptive: birth control pills from 2003 to 2004. Concurrent conditions included mental disorder, cervical dysplasia and dysfunctional uterine bleeding. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain"), back pain ("lower back pain") and device deployment issue ("right no trailing coils"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy with partial bilateral salpingectomy.). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain and back pain had resolved and the vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and device deployment issue outcome was unknown. The reporter considered abdominal pain, back pain, device deployment issue, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: right no trailing coils. Left 3 trailing coils. Diagnostic results: on an unknown date, leep cervical biopsy cervix and endocervix. The specimen consists of a fragmented cone biopsy consisting of seven pinkish-tan to gray-white fragments of cervical tissue, measuring from o.s x 0.2 up to 2 x 0.7 x 0.5 cm. Pelvic and endovaginal ultrasound: the uterus measures 7.6 x 4.6 x 5.5 cm. Endometrial echocomplex measures 8 mm. The uterus is anteverted. 1.1 cm uterine fibroid. Normal endometrial echocomplex. 1.4 cm right ovarian complex cyst with low level internal echoes. Most recent follow-up information incorporated above includes: on 02-apr-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Lot number (12272578) added. Indication (permanent birth control by bilateral occlusion of the fallopian tubes) added. Events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge and fatigue added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (ess205) (batch no. 12272578) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "right no trailing coils". The patient's medical history included loop electrosurgical excision procedure. Previously administered products included for contraceptive: birth control pills from 2003 to 2004. Concurrent conditions included mental disorder, cervical dysplasia, dysfunctional uterine bleeding and dysplasia. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (vaginal hysterectomy with bilateral salpingectomy.). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain and back pain had resolved and the vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge and fatigue outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: right no trailing coils left 3 trailing coils diagnostic results: on an unknown date, leep cervical biopsy cervix and endocervix." The specimen consists of a fragmented cone biopsy consisting of seven pinkish-tan to gray-white fragments of cervical tissue, measuring from o.s x 0.2 up to 2 x 0.7 x 0.5 cm. Pelvic and endovaginal ultrasound: the uterus measures 7.6 x 4.6 x 5.5 cm. Endometrial echocomplex measures 8 mm. The uterus is anteverted. 1.1 cm uterine fibroid. Normal endometrial echocomplex. 1.4 cm right ovarian complex cyst with low level internal echoes quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (ess205) (batch no. 12272578) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "right no trailing coils". The patient's past medical history included loop electrosurgical excision procedure. Previously administered products included for contraceptive: birth control pills from 2003 to 2004. Concurrent conditions included mental disorder, cervical dysplasia, dysfunctional uterine bleeding and dysplasia. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (vaginal hysterectomy with bilateral salpingectomy.). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain and back pain had resolved and the vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge and fatigue outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: right no trailing coils left 3 trailing coils. Diagnostic results: on an unknown date, leep cervical biopsy cervix and endocervix." The specimen consists of a fragmented cone biopsy consisting of seven pinkish-tan to gray-white fragments of cervical tissue, measuring from o.s x 0.2 up to 2 x 0.7 x 0.5 cm. Pelvic and endovaginal ultrasound: the uterus measures 7.6 x 4.6 x 5.5 cm. Endometrial echocomplex measures 8 mm. The uterus is anteverted. 1.1 cm uterine fibroid. Normal endometrial echocomplex. 1.4 cm right ovarian complex cyst with low level internal echoes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove the essure implant ). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.